Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the skin closure when suturing the patient's wounds after the needle passes thru the skin the suture needle breaks. No patient harm.